Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient who was receiving 1,500.0 mcg/ml at 495.5 mcg/day via an implantable pump via simple continuous for an unknown indication for use. It was reported that there was a catheter revision. There were no reported patient symptoms. It was reported that the event was resolved without sequelae (B)(6) 2018. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of product ID neu_unknown_cath lot# unknown serial# implanted: 2007-(B)(6) explanted: product type catheter. Patient codes: code no longer applies to this event. Device codes: code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter was curled subcutaneously and "knicked" on two places. It was reported that it was explanted and replaced. It was reported that the patient experienced increased spasticity. It was reported that the diagnostics and troubleshooting performed was device interrogation, lab testing, x-ray, and catheter access port (cap). It was reported that the device return status was unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that because of the increased spasticity, there was a suspicion of pump dysfunction, not more information was found. It was further noted that when a catheter revision was done, a "knick" in the catheter was found and a new catheter was placed. The cause of the repositioning is not explained in the medical file and the cause of the catheter kink was not determined, but might be because it was curled. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8598a lot# 0210681782 serial# implanted: 2007--(B)(6) explanted: 2020--(B)(6) product type catheter pr oduct ID 8784 lot# 0210613567 serial# implanted: 2017-(B)(6) explanted: 2020--(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the serial numbers and implant dates of the catheters involved in this event. It was noted the catheter was explanted/replaced on 2020-(B)(6) due to increased spasticity. No further complications were reported.(B)(6)

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8598a, lot# 0210681782, implanted: (B)(6) 2007, product type: catheter, product ID: 8578, lot# 0210468987, implanted: (B)(6) 2017, product type: catheter. Device code: codes (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reported drug in the pump was lioresal. It was reported that the increased spasticity that occurred on (B)(6) 2018, was felt in the left leg with spastic clonia when being touched. It was noted that no abnormalities were found. On (B)(6) 2017, it was reported that the patient was held on intensive care to observe them after the baclofen refill. On (B)(6) 2017, it was reported that because of the persisting spasticity, the baclofen in the pump was replaced and the daily dose was decreased. On (B)(6) 2017, there was a replacement of the drug in the pump and the daily dose was lowered. It was reported that the drug dose was increased during observation on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was given lioresal 10 mg po 3x/day and the patient was stabilized. It was reported that the catheter replacement and explant occurred on (B)(6) 2017. It was reported that on (B)(6) 2017 everything was normal and that the blood and urine samples were also normal. The results of the x-ray performed on (B)(6) 2017, noted that there was no disconnection and no migration of the catheter tip. It was noted that laterally, the catheter "course" is curled. The cap test was done and it was reported that 2cc of clear fluid could be aspirated, normal cytosis. It was reported that the pharmacy confirmed that the baclofen preparation was done the right way. The cap test was also performed following the drug replacement in the pump on (B)(6) 2017, and there was good aspiration of clear fluid, there was no baclofen in the catheter afterwards. On (B)(6) 2017, a bolus was given after aspiration, 0.160ml was given to fill the pump tubing with the new baclofen and get the old one out of the catheter tubing. On (B)(6) 2017, a cap contrast study was performed, another aspiration after the bolus, and light rose fluid was obtained. An x-ray was performed on (B)(6) 2017, during the catheter revision, and the level of the catheter was determined using rx, scopy, and fluoroscopic guidance. On (B)(6) 2017, it was reported that there was the revision of the intrathecal catheter and repositioning of the pump abdominal because of pump dysfunction suspicion. The catheter was curled subcutaneous and "knicked" on two places. Additional information received clarified that "kicked" meant kinked. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event resolved without sequelae (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
The aware date was incorrectly reported as 2018-10-05 and should have been reported as 2019-10-05. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported on (B)(6) a revision of the catheter took place. No further complications were reported.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported that even after the revis ion/replacement on (B)(6) 017 problems with the increased spasticity stayed. It was noted a second revision of the catheter took place on (B)(6) 2020 previously reported). It was noted that the outcome of the event was unresolved with no further action planned. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.